Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of unknown. The customer was treated with insulin intravenous drip. Customer was in emergency room into intensive care unit. Customer stated that there was something around the reservoir was leaking out of the insulin pump. Customer had a foot ulcer. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.